Event description:
It was reported that a patient with an implantable neurostimulator 97715 intellis adaptivestim pain experienced pain at the implantable neurostimulator site and pocket pain due to the implantable pulse generator (ipg) being too close to the rib. A device revision was performed, specifically a pocket revision, during which the ipg was moved more medial to the spine. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.